Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced the blood stream infection on an unreported date ¿since (B)(6)¿ (not further specified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified blood stream infection coincident with the use of a one-link needlefree IV (intravenous) connector. The cause of the blood stream infection was not reported. No further detail was provided regarding the use of the one-link needlefree IV connector with regard to the reported event. Information on the treatment for the blood stream infection and the patient's outcome was not provided. No additional information is available.